Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2016-02345 for the first trapezoid rx basket and manufacturer report# 3005099803-2016-02346 for the second trapezoid rx basket. It was reported to boston scientific corporation that a trapezoid rx basket was used in the bile duct during a bile duct stone removal procedure performed on (B)(6) 2016. According to the complainant, during the procedure, when trapezoid basket exited the tip of the endoscope channel, it was noted that the side car-rx (guidewire port) was push backed. A second trapezoid basket was then used. However, during an attempt to crush the stone, the pull wire detached from the handle. The stone was removed from the basket and the procedure was not completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good."

Manufacturer narrative:
A visual evaluation of the returned device found the side car-rx has residues solidified and presented pushback out of specification. The evaluation concluded that during the procedure manipulation of the device and interaction with the scope or other devices most likely contributed to the side car pushback. Moreover, the side car has residues solidified. Therefore, the most probable root cause of this complaint is operational context, since it is most likely due to anatomical and/or procedural factors encountered during the procedure, performance was limited. A review of the device history record (DHR) was performed and no anomalies were noted. A search of the complaint database confirmed that no similar complaints exist for the specified lot.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2016-02345 for the first trapezoid rx basket and manufacturer report# 3005099803-2016-02346 for the second trapezoid rx basket. It was reported to boston scientific corporation that a trapezoid rx basket was used in the bile duct during a bile duct stone removal procedure performed on (B)(6) 2016. According to the complainant, during the procedure, when trapezoid basket exited the tip of the endoscope channel, it was noted that the side car-rx (guidewire port) was push backed. A second trapezoid basket was then used. However, during an attempt to crush the stone, the pull wire detached from the handle. The stone was removed from the basket and the procedure was not completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".